Event description:
It was reported on april 14, 2026, that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfu) of pseudomonas sp. The device was retested on (B)(6) 2026, and it tested positive for 10-100 cfus of pseudomonas sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.